Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil perforated uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the uterine perforation and back pain outcome was unknown. The reporter considered back pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media:- back pain, uterine perforation. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil perforated uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and back pain ("back pain"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the uterine perforation and back pain outcome was unknown. The reporter considered back pain and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: back pain, uterine perforation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.